Event description:
Pt was revised to address poly wear and fracture of the poly.

Manufacturer narrative:
Evaluation was not possible, as the product was not returned. Product information required to review the device history records and search the complaint database was not provided. The investigation could not draw any conclusions about the reported polyethylene wear and fracture without the product to examine. Based on the investigation findings, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.